Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your pump other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the pump.

Event description:
It was reported that intermittent cartridge alarms occurred (alarm 19) during basal delivery on (B)(6) 2019 with multiple cartridges. Customer¿s blood glucose level was 130-168 mg/dl. Reportedly, the customer was able to load a cartridge and continued to use the pump for insulin therapy.